Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl as the customer was unaware of bg level decreasing resulting in the customer convulsing. Bg cause was not known. Customer was given coke (soda) by their mother to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.